Event description:
It was reported that the ventilator went into unintended standby mode. Patient's saturation decreased to unknown level. Final patient outcome was no harm. Manufacturer's ref: # (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The ventilator passed all functional and safety tests and was cleared for clinical use. Provided ventilator logs was reviewed. The event log showed log posts for a normal standby mode on the reported event date 2025-08-12; standby button activated, standby dialog confirmed and standby. There is a ¿tap and hold¿ function before entering standby mode and this eliminates any unintentional pressing of the button on the screen. First the user tap standby in the quick menu, thereafter tap and hold stop ventilation for approximately 5 seconds to stop ventilation. Then the posts for a normal standby; standby button activated, standby dialog confirmed and standby are logged in the event log. This is an indication that the setting of the ventilator to standby mode was intentional. When the ventilator is set to standby, the indication ¿standby, patient not ventilated¿ is clearly visible on the screen and no waveforms or measured values are presented. The setting of the ventilator to standby mode is an active operation by the user and ventilation must be started manually from standby mode. The ventilator cannot set itself to standby mode. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the date of the event. In the test log it was noted that the last successful pre-use check was performed on (B)(6) 2025. The conclusion is that there was no ventilator malfunction at the reported date of the event. According to the provided logs the ventilator has been actively set to standby mode but by whom or for what purpose is unknown.

Event description:
Manufacturer's ref.#: (B)(4).